Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent partial removal of mesh on (B)(6) 2012 due to erosion of mesh, pain and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05628. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopy, lysis of extensive abdominopelvic adhesion, laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, cystoscopy and breast augmentation due to symptomatic pelvic prolapse with 2nd degree cystocele, rectocele, uterine prolapse, menometrorrhagia, dyspareunia and 6-8 week leiomyomata uteri.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, nocturia and urinary frequency. (B)(4).